Event description:
It is reported that the pt was revised due to femoral loosening.

Manufacturer narrative:
Eval summary: primary and revision notes were received with the complaint for review and do not indicate any issues being encountered during either procedure. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: the device history records were reviewed and found conforming; indicating the device was mfg, inspected and packaged to specs. A complaint history search of the femoral component yielded no add'l complaints against the item/lot combination. Should additional substantive information be received, the complaint will be reopened. Zimmer inc considers the investigation closed.